Event description:
Healthcare professional (hcp) reported that the home patient (hp) weighed 184 lbs., had difficulty breathing and felt full while using the homechoice cycler for apd therapy. Hcp reported that the hp felt that the hp had been overfilled with fluid. During the therapy, the hp had experienced "low drain volume" and "caution: negative uf" alarms, which are raised by the cycler when the patient has not drained out the expected volume of fluid. Review of the patient's therapy information revealed that 3 bypass attempts had been made and the negative ultrafiltrate volume was approximately -1800mls. Hcp relates that during therapy, the hp used a lower strength dextrose dianeal solution than the one the hp had been instructed to use. Hcp relates that she does not feel that an overfill had occurred, but feels that the hp had become fluid overloaded as a result of the hp's non-compliance. As a result, hcp instructed the hp to use 4.25% and 2.5% dextrose dianeal during therapy, after which the hp's weight dropped from 184lbs to 164lbs. According to the hcp, there was no patient injury or medical intervention.